Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to clinic for a routine follow-up. Review of stored egms showed non-sustained episodes of noise which resulted in aborted shock. Noise was not reproducible. X-ray showed insulation damage. The lead was capped and replaced.

Manufacturer narrative:
External insulation abrasions were found at 9.4-9.9cm and 16.2-16.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.